Event description:
This pt underwent a left total knee arthroplasty in 1995. He did well initially then began having increasing pain and swelling. He had failed conservative treatment. He presented to this facility for a revision of the total knee. Intraoperatively, extensive synovitis was noted. There was an area of erosion of the bone under to tibial component. All components were removed and replaced.